Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced fistula, infection and adhesions. Fistula and adhesions are both listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard..

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004--patient underwent a vaginal vault suspension to repair a vaginal vault prolapse with implant of a bard/davol flat mesh. On (B)(6) 2013 - the patient had a clinical visit with complaints of pelvic pain and prolapse of vaginal vault after hysterectomy. On (B)(6) 2013--patient was diagnosed with an abdominal abscess and underwent incision and drainage as well as irrigation and cultures of the lower abdominal abscess. No mention of the flat mesh during this procedure. On (B)(6) 2013--patient was diagnosed with infected mesh with a small bowel fistula and underwent removal of infected mesh with small bowel resection with primary reanastomosis. It was found the patient experienced adhesions, fistula, infection and pain.